Manufacturer narrative:
Information was requested to the account on several occasions. However, at the time of this report they have not provided it. (B)(6). Device evaluation: manufacturing records review: the manufacturing records for the device were reviewed. There were no discrepancies or non-conformances experienced during manufacturing. The system and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported patient received a corneal burn during phacoemulsification on unknown eye. No other information was provided.